Manufacturer narrative:
Our evaluation of the returned device shows damage to the post which is consistent with damage caused by off-axis insertion, excessive force and excessive rotational force.

Event description:
Facility reported the tine broke when attempting to insert. There were no injuries in this event.